Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high blood glucose levels. The customer level had been 430mg/dl. The customer declined to troubleshoot for the highs. The customer had question about resetting pump. The customer was advised to place fresh battery in the device. The customer was assisted with correcting time and date in their pump.